Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal hydromorphone and bupivacaine via an implantable pump for non-malignant pain. It was reported that the reason for call was the patient reported they had a spinal fusion back surgery on february 17th and 18th and, without their consent, the healthcare provider removed the pump during the procedure. The patient stated they had discussed with the physician that they did not have their consent to remove the pump and the physician had, since then, been evasive about it. The patient wanted to know where the pump was and stated the doctor did not know where it was. The patient commented they had spent 10 years trying to find a remedy to manage their pain and the pump was a critical piece of treatment. The patient added the health care provider (hcp) was trying to compensate with oral dilaudid and the patient stated their health was declining as they couldn¿t sleep and were suffering with the oral pain medication. The patient also stated the doctor was not communicating with their pain hcp. The agent confirmed through global complaint handling (gch) lookup that the pump had not been returned to mdt and reviewed this information with patient and redirected to their hcp to further address. The patient became escalated, indicating they felt there should be some additional accountability. The patient requested to speak with the supervisor and disconnected the call during supervisor transfer.